Event description:
It was reported that patient presented in electrophysiology laboratory for pulsed field atrial fibrillation ablation procedure. It was observed that implantable cardiac defibrillator (ICD) went into backup mode due the procedure. Programming changes were made and device successfully restored to normal operation. Patient condition was stable.